Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, a da error message was observed. Da errors are a result of a bit flip (temporary memory reset) within the device firmware and will typically self-correct by the device. The field representative re-interrogated the device and the error message was gone. No additional issues observed. No impact to device therapy and no adverse events reported.